Event description:
It was reported that the user experienced prolonged hyperglycemia after announcing a meal as a smaller-than-appropriate size while using the ilet system, leading to sustained elevated glucose despite recent meal dosing. The agent advised against additional meal announcements and instructed to allow the algorithmic corrections to reduce glucose. Symptoms included hyperglycemia with a peak of 371 mg/dl and a subsequent decline to 340 mg/dl. Outcomes included transient hyperglycemia managed at home without medical intervention. Investigation included case review, user education on correct meal-size announcements, and monitoring of glucose trends via the app. Investigation of this case revealed use-related error in meal-size announcement with the device functioning and delivering algorithm-driven corrections as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to incorrect meal-size input leading to hyperglycemia.